Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, and silicone migration. Information contained in this report was previously submitted through asr/psr/410psr on (B)(6) 2015, and (B)(6) 2015. Device evaluation: visual analysis observed crease folds, wear abrasion and red and brown particles on the shell, a curved opening on the radius, and the device was underweight. Localized induced stressed caused by surgical impact opening were observed on the radius. The shell thickness was within specification. Non-penetrating nicks were observed.

Event description:
Explanting physician reported a right side "ruptured implant." Patient representative reported right side ¿pain symptoms,¿ ¿recurrent capsular formation¿ baker grade unknown and ¿release of silicone particles.¿ patient representative additionally reported non-device related events as follows: an ¿increase in allergies,¿ ¿general malaise,¿ ¿joint complaints,¿ and ¿asia syndrome (autoimmune syndrome induced by adjuvants).¿ the device has been removed.